Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that customer received excessive no delivery alarms. Customer's blood glucose was 430 mg/dl and was treated with manual injections. Customer was able to resolve no delivery with a complete set change.